Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When the doctor was using the drill bit, it broke in the bone. The part left inside was removed and another drill bit was provided to finish this step. There was no affectation to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "when the doctor was using the drill bit, it broke in the bone. The part left inside was removed and another drill bit was provided to finish this step. There was no affectation to the patient.". The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment ¿source file - (B)(6) centro case#(B)(4). The photo investigation revealed that '227456000, quickset 3.8 dimtr dr bit 25mm' had broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, cause traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.